Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered pain, infection, recurrence and dyspareunia. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on 09/23/2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2010 - the patient was diagnosed with adenomyosis, menometorrhagia, uterine prolapse, vaginal enterocele, stress urinary incontinence (sui) and underwent a total abdominal hysterectomy, bilat salpingo-oophorectomy, burch bladder suspension, moschowitz repair of enterocele and an abdominal sacrocolpopexy with the implant of bard/davol flat mesh. The operative report details indicate "the marlex mesh was then attached to the posterior wall of the vagina with prolene sutures. A total of four anchoring sutures were placed, the enterocele was then attached to the lower portion of the marlex mesh, which was then attached to two sutures placed in the presacral space to the presacral fascia. The mesh was then placed in a retroperitoneal position by opposing the dissected leaves of the retroperitoneam. A (non-bard/davol) seprafilm was placed over the entire mesh system and across the pelvic floor." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: attorney alleges outcomes attributed to device of pain, infection, recurrence and dyspareunia.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2010 - the patient was diagnosed with adenomyosis, menometrorrhagia, uterine prolapse, vaginal enterocele, stress urinary incontinence (sui) and underwent a total abdominal hysterectomy, bilat salpingo-oophorectomy, burch bladder suspension, moschowitz repair of enterocele and an abdominal sacrocolpopexy with the implant of bard/davol flat mesh. The operative report details indicate "the marlex mesh was then attached to the posterior wall of the vagina with prolene sutures. A total of four anchoring sutures were placed, the enterocele was then attached to the lower portion of the marlex mesh, which was then attached to two sutures placed in the presacral space to the presacral fascia. The mesh was then placed in a retroperitoneal position by opposing the dissected leaves of the retroperitoneam. A (non-bard/davol) seprafilm was placed over the entire mesh system and across the pelvic floor." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.